Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Lens was returned dry, in lens case/vial. Visual inspection found that the haptic was torn/broken/bent/deformed. There was foreign material on the lens surface. No similar complaints were reported for units within the same lot. (B)(4).